Event description:
It was reported that during a right coronary artery intervention, the rx trek was advanced over a 300 sport guide wire and positioned in the lesion. The 300cm sport wire was removed without issue. Contrast and saline were flushed through the balloon dilatation catheter and the wire was readvanced through the device with resistance. The balloon was used successfully to dilate the lesion and the wire was attempted to be removed, but resistance was met, so the wire and balloon dilatation catheter were removed as one unit. The wire was discarded, but reportedly, it was felt that the resistance was from the balloon dilatation catheter and not the wire. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The 1.50x20mm mini trek over the wire (otw) balloon dilatation catheter referenced is being filed under separate manufacturing report number.